Manufacturer narrative:
The device had no button error alarm. The device was received with no button response due to keypad connector unlocked. We were unable to perform functional test due to keypad anomaly. The device had minor scratched lcd window and cracked case near display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump esc button was unresponsive. The patient's blood glucose at the time of incident is unknown. The caller did not recall any significant events leading to the keypad issues. The insulin pump will be returned for analysis.